Event description:
A surgeon reported that his patient has noticed dark shadows after receiving an intraocular lens (iol) implant. The association between this event and the iol is not known. Additional information has been requested.